Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6. The following fields were corrected: b3, e1, e2, e3 and h6 medical device problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred due to customer mishandling or wear and tear due to increased use. The event can be detected and prevented by handling the device in accordance if the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the ultrasound gastroscope distal tip is damaged; pieces have broken off, but not in patient. The event was found at preparation for use for a diagnostic (echo-endo) procedure. The procedure was completed with a similar device with no delays. There was no report of patient or user harm associated with this event. The device was returned and during the device evaluation the following reportable malfunctions were found: the acoustic lens is damaged to the glue layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in b5, the additional evaluation findings are as follows: due to wear of fe (forceps elevator) lever, u/d (up, down) knob cannot be locked securely, adhesive on a-rubber (bending section cover) has wear, due to wear of angle wire, the play of u/d (up, down) knob is out of the standard value. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.